Manufacturer narrative:
The reason for this revision surgery was to address the patient's hip joint looseness after 8.9 years or patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations in the manufacture of this product. A review of the product complaint report history showed this is the first complaint against this lot number. The root cause for the joint loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the cup and liner loosening.